Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the morning of (B)(6) 2022, at an unspecified amount of time prior to the event, the cgm was 150 mg/dl and the bg was 120 mg/dl. The patient went to the pharmacy and when walking to his car he experienced hypoglycemia and fell on the asphalt. He was not able to see the cgm value when he fell. Paramedics were called and told him his bg was 40 mg/dl. They administered something IV to raise his bg, but he did not know what it was. He stated that he sustained a bleeding cut to his head which the paramedics cleaned and applied a gauze bandage. The patient declined to go to the hospital and stated that he just rested and slept after the event. At the time of the report he was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.